Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
During a ptca / stenting treatment procedure, the maverick2 monorail 20x2.0 mm balloon ruptured at eight atm on the first inflation. The lesion being treated was a long and complex, 90% stenotic lesion in the proximal mid right coronary artery (rca). The mid portion of the lesion had long calcification and was very tortuous. It is noted that resistance was met with insertion of the device. The physician used a 6f wiseguide guide catheter through an entry needle in a right femoral vascular access site, and three different guide wires (traverse, bmw, and choice pt) to cross the lesion. The maverick2 monorail balloon was being used to pre-dilate the lesion for stent placement. The maverick2 monorail 20x2.0 mm balloon was removed and two other maverick2 monorail balloons, sizxe 2.0x9 mm and 2.5x20mm, were used to complete the pre-dilatation. Although the lesion was difficult to cross, the procedure was successfully completed with two liberte' stents and one express2 stent. No patient injuries or complications were reported. Patient status is reported as 'excellent.'